Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had stuck button alarm and insulin pump was not working. Customer stated that they did not press a button down for 3 minutes or longer. No harm requiring medical intervention was reported. The customer will discontinue use of the device.

Manufacturer narrative:
Case type = ngp. On september 24, 2022 the customer reported a blank display and a stuck button alarm. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked case on the battery tube side starting at the left belt clip rail. During power up, the middle (enter) keypad button did not work. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the non-functioning middle (enter) keypad button. No blank displays and no stuck button alarms occurred during testing. Previously thus software was utilized and uploaded trace/history files properly. The adapt tool reveals that 6 61=stuck key alarms occurred on september 24, 2022. The case was cut open. After visual inspection, did not note any signs of previous moisture presence any of the boards, assemblies, and the motor inside the unit. The unit also passed the keypad voltage test. After peeling off the keypad overlay and the layers underneath it, there is corrosion underneath the dome switches of the middle (enter) keypad button. The boards were taken out of the case and inserted into a known good case. All buttons were tested while navigating the menus, and they all worked properly. In summary, the customer¿s report of a blank display and a stuck button alarm both were not confirmed since none of these occurred during testing. The non-functioning middle (enter) keypad button is due to the corrosion underneath its dome switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.